Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of deep vein thrombosis. The deployed filter was placed via the right internal jugular vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava is normal in course and caliber with adequate positioning of the inferior vena cava filter. Approximately eight months post filter deployment, the patient presented with back pain, abdominal pain and groin pain with bilateral lower extremity limb ischemia and possible acute aortic occlusion. Patient was on coumadin (B)(6) 2012 to (B)(6) 2013 when the patient self-discontinued medication. CT scan two days previous demonstrated an open arterial system with no venous visualized. Patient underwent surgery with cut down on both femoral arteries which revealed good pulses in the common femoral and superficial femoral arteries. The left saphenous vein was exposed and appeared to be thrombosed and full of clot, the bilateral femoral veins were engorged, both thrombosed and full of clot. Patient referred to interventional radiology for mechanical thrombolysis and lytic therapy. Patients had massive bilateral edema in groins, two wound vacs placed. The patient was found to have thrombus from the level of the ivc filter down to the popliteal veins bilaterally, involving and occluding the bilateral renal veins. Patient in acute renal failure, patient treated with t-pa. Patient developed acute respiratory failure, four compartment syndrome which required a four compartment fasciotomy, two wound vacs and paroxysmal atrial fibrillation. Patient is on warfarin and will have continuous dialysis. Patient remained hemodynamically stable. The current condition of the patient and that of the filter is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. The patient was found to have thrombus from the level of the ivc filter down to the popliteal veins bilaterally, involving and occluding the bilateral renal veins. Therefore, the investigation is confirmed for filter thrombosis. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2013, manufacturing date: 06/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced occlusion, thrombosis, and foot and leg pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown